Manufacturer narrative:
Qc was low after the event. A review of pro-service data shows that some na and cl qc data points were low on the day of the event, but it is unknown at what time the patient samples were run. Bci field service engineer (fse) serviced the ise module. A clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated that unicel dxc 600 pro synchron clinical systems generated low sodium (na) results for multiple patients. The results were reported out of the lab the data supplied shows that some na results were low and others were high. Samples were repeated and reports amended. Treatment was not initiated or withheld based upon the false results reported.